Manufacturer narrative:
Concomitant products: sigpshell, sig power sigpshell control shell (lot#n3j2025y); egia60avm, egia60avm egia 60 artic vasc med sulu (lot#p2m0530) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic ileocecal resection procedure, prior to patient use, when the handle was inserted into the shell at the time of ileum resection through extracorporeal operation, an error "do not pass" (a handle in a red circle with a line) mark occurred. The surgeon restarted the device, but the error did not improve. The issue remained the same even when the device was placed back into the charger and rebooted multiple times. Due to the error, the prepared reload was unable to be used. A competitor's device was used to resolve the issue. There was no patient injury. Medtronic's evaluation of the device found that the handle was running v29.6 software at the time of the fpga reset/reprogram failures.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. Analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures leading to a motor test failure. According to this data, the handle was running 29.6 software at the time of the fpga reset/reprogram failures. It was reported that an error "do not pass" (a handle in a red circle with a line) mark occurred. The reported issue was confirmed. The most likely cause was traced to device design. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition of fatal error caused by software restrictions not related to the reported condition. This condition has a potential for patient harm. Analysis of the handle log noted a fatal error caused by software restrictions on the queue. This failure will result in the handle becoming unresponsive. The most likely cause was traced to software coding. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.